Manufacturer narrative:
Please refer to the attached analysis report for complete details.

Event description:
Reportedly, when the device was interrogated during a routine follow-up on (B)(6) 2015, the battery impedance was 2.98 kohms. When the device was re-interrogated in a new session, a pop-up message was displayed stating that "the pacemaker is in standby mode, interrogation is stopped, do you want to reinitialize the pacemaker?" The message was acknowledged by the user and the device was re-initialized normally. However, the battery impedance was displayed as 28.58 kohms after re-initialization.